Manufacturer narrative:
Details of complaint: the nurse reported that the display monitor for the central nurse's station (cns) was black. The customer checked the cable connections and had rebooted the unit twice, but the screen remained black. They later called back to report that the issue was resolved, and they did not require the exchange unit that was sent to them. However, they later sent the device in for evaluation. No patient harm or injury was reported. Service requested / performed: evaluation / exchange. Investigation summary: the customer returned the complaint device on 03/16/2022. Nk repair center evaluated the complaint device, and they were able to observe the reported issue. The complaint device was not powering up. An exchanged unit was sent to the customer in place of the complaint unit. Based on the available information, a definitive root cause could not be identified. However, it is likely that the power supply of the canvys monitor failed. A review of the history of the serial number identified no other occurrences of this issue.

Event description:
The nurse reported that the monitor for the central nurse's station (cns) was black. The customer checked cable connections and has rebooted the unit twice but the screen remains black. They later called back to report that the issue was resolved, and they do not require the exchange unit that was sent to them. We have contacted them to ask how the monitor issue was resolved but have not received a response back. No patient harm was reported.

Manufacturer narrative:
The nurse reported that the monitor for the central nurse's station (cns) was black. The customer checked cable connections and has rebooted the unit twice but the screen remains black. They later called back to report that the issue was resolved, and they do not require the exchange unit that was sent to them. We have contacted them to ask how the monitor issue was resolved but have not received a response back. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: brand name, model number, catalog number, serial number, UDI number, age of the device, PMA / 510k number, device manufacture date. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The nurse reported that the monitor for the central nurse's station (cns) was black. The customer checked cable connections and has rebooted the unit twice but the screen remains black. They later called back to report that the issue was resolved, and they do not require the exchange unit that was sent to them. We have contacted them to ask how the monitor issue was resolved but have not received a response back. No patient harm was reported.